Manufacturer narrative:
The complaint sample was not returned for evaluation. Medical information regarding the event has been requested from the doctors that provided care and treatment but has not been received. A review of the lot device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Medwatch report received from FDA, mw5067448. Through medwatch program, it was reported that a consumer wearing the product had experienced pain and sought care from a specialist. Symptoms were reported to progress and include pain with extreme photosensitivity. The consumer was also reported to have a large corneal ulcer. A culture was reported to indicate a fungal infection. The infection was reported to have been treated aggressively with therapy that included natacyn 5 percent ophthalmic (1gtt qh), vigamox 0.5 percent 1 gtt tid, atropine sulfate 1 percent quid prn, valacycolvir 500 mg. Po bid, fluconazole 200 mg po qd, ibuprofen 800 mg tid, tylenol 1000 mg bid, otc meds: ibuprofen 800 mg tid, tylenol 1000 mg bid, and thera tears preservative free prn. Additional information was obtained from the consumer's spouse. The spouse reported that the consumer wore the lenses continuously and experienced discomfort after wearing the lenses for approximately 1 week. As a result of the discomfort, they contacted a tele doc who was reported to prescribe polymyxin ophthalmic ointment. Three days later, the consumer sought a medical evaluation, the doctor was reported to indicate approximately 40% of the eye was scratched, and treatment (unspecified) was recommended. At the follow-up visit three days later, it was reported that the medication was not helping and that the diagnosis was infiltrative infection. The following day, the consumer was reported to visit another doctor who did another culture. The culture was reported to be positive for fusarium. The pain was reported to have worsened and additional medical evaluation was sought. Following multiple doctor visits, and approximately one month later, it was reported that the consumer experienced toxicity to the medication and progress had failed. The consumer continues to receive care and treatment. Additional medical information regarding the event has been requested from the doctors that provided care and treatment. This information has not been received.

Manufacturer narrative:
Additional information: a review of the lot device history records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Medical information obtained from treating ophthalmologist indicates that patient presented with light sensitivity, tearing, blurry vision, pain and redness in the right eye (od). Records indicate patient¿s right contact lens was stuck in his eye for two days. Records confirm that teledoc, which was consulted two days earlier, prescribed neomycin polymyxin dexamethasone ointment 0.1% to be used three times a day in the right eye. Patient was also using an over the counter antihistamine drop. Eye exam revealed injection of the conjunctiva, 4x6 mm epithelial defect and edema in the right cornea. Patient was diagnosed with od corneal abrasion. Patient was prescribed ciloxan ointment 0.3% to be used every 2 hours while awake. Patient was instructed to discontinue neomycin polymyxin dexamethasone ointment and the antihistamine. Patient was also instructed to discontinue contact lens wear. Patient followed up with same ophthalmologist 3 days later. Medical documentation indicates the patient felt some improvement at this time. However he was still experiencing light sensitivity, tearing, red, sore eye od. Eye exam upon follow up visit revealed injection of the conjunctiva and 4x6mm (smaller) epithelial defect, edema and multiple infiltrates of the right cornea. On this date patient was diagnosed with bacterial keratitis od and was instructed to follow up with a corneal specialist. Patient was also instructed to continue to use ciloxan once every night. Medical information was received from hospital doing post-event follow-up. Records state that specialist was seen the day after the follow-up appointment with the ophthalmologist. The corneal specialist did cultures and prescribed vanc 10mg/10 ml and ceftazidimide 25 mg/ml every hour, valcyclovir 500 twice a day. Two days later the pain was reported to worsen and tylenol and ibuprofen did not help. Patient visited hospital on the following day. Medical information obtained from the hospital indicates that the patient was seen with right eye corneal ulcer. The records confirmed the consumer wore the lenses for several weeks at a time. While the records indicated no history of fresh water or organic material exposure, the records indicated a history of swimming in the ocean. Uncorrected snellen distance acuity was 20/80 for right eye and 20/100 for the left. Uncorrected snellen pin hole distance acuity was 20/60 -2 for right eye and 20/40 -2 for the left. Tonometry pressure was 14 for the right eye and 15 for the left. Pupil response to light was "minimal" for the right eye and "brisk" for the left. Treatment plan was for atropine three times a day, and to continue vanc, and ceftaz and to take valtrex 1 gram three times a day and natamycin 5% every hour. Slit lamp imagery indicated right eye it ulcer with thinning, conjunctival injection, and mucus.